Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 189 mg/dl. After multiple boluses were delivered, the bg level "did not react well". The customer thought that the infusion set my have been the cause; however, no device issues were observed with the infusion set. The customer administered a 10 unit insulin injection. Due to the boluses and insulin injection, the bg dropped to 20 mg/dl. The customer lost consciousness and the paramedics treated the customer with glucagon and d10.